Manufacturer narrative:
Manufacturer's investigation conclusion: no specific device-related issues or adverse events were reported. The patient¿s batteries and battery clips were exchanged, and the reported alarms resolved. The pump reportedly did not stop. No specific pump-related issues or adverse events were reported. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No specific device-related issues or adverse events were reported; however, the heartmate ii lvas IFU provides a list of adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an interruption in power while on batteries. It was suggested that the patient should switch out his batteries and clips. Additional information was requested but not provided.